Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was unable to fire, the handle could not be squeezed. A new applier and reload was used in order to complete the case. There was no patient injury involved in the event. The devices were discarded by the customer.